Event description:
It was reported that during first call they started rewarming patient today in an arctic sun device. The patient would warm too fast then not at all. Nurse spoke of addressing shivering and making adjustments to the device. They were supposed to warm at 0.2 to 0.3c/hr but this last hour the patient increased 0.8c. Patient temperature (pt) was 34.2c, water temperature (wt) was 10.9c, flow rate (fr) was 2.8lpm. Patient 60kg with small pads in place, good coverage. Device set to rewarm from 33.5c at 0.34c/hr to 36c. Sn # (B)(6) asked nurse to provide a copy of the graph. Directed caller to the graph and where the target had changed. Adjusted the rewarm from to current patient temperature, 34.2c. Explained the water was cold because the device was trying to get the patient back to 33.5c. Asked nurse to not make any further adjustments to the target. During second call, the patient should be rewarming but was moving in the wrong direction. Patient temperature (pt) 34.2c but was now 33.9c, water temperature (wt) was 26.5c and increasing. S/n (B)(6). See (B)(4). Patient temperature (pt) was 34.2c, but the device was set to rewarm from 33.5c. Rewarm was adjusted to rewarm from 34.2c. At that time the water was 10c. Explained that an hour ago the device was trying to cool the patient to 33.5c so the water was cold. The target was adjusted, but that was after the patient was exposed to 10c water. The device was now trying to get the patient to 34.5c. The patient temperature may increase by more than 0.3c this hour, but less than 0.3c another hour. It may not be exactly 0.3c every hour. The water temperature will adjust accordingly to try to rewarm the patient at 0.3c/hr. The patient had a procedure the following morning. Directed caller to the rewarm tab to show how long it should take to get the patient to 36c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The instructions-for-use under baw2800736 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during first call they started rewarming patient today in an arctic sun device. The patient would warm too fast then not at all. Nurse spoke of addressing shivering and making adjustments to the device. They were supposed to warm at 0.2 to 0.3c/hr but this last hour the patient increased 0.8c. Patient temperature (pt) was 34.2c, water temperature (wt) was 10.9c, flow rate (fr) was 2.8lpm. Patient 60kg with small pads in place, good coverage. Device set to rewarm from 33.5c at 0.34c/hr to 36c. Sn # (B)(6) asked nurse to provide a copy of the graph. Directed caller to the graph and where the target had changed. Adjusted the rewarm from to current patient temperature, 34.2c. Explained the water was cold because the device was trying to get the patient back to 33.5c. Asked nurse to not make any further adjustments to the target. During second call, the patient should be rewarming but was moving in the wrong direction. Patient temperature (pt) 34.2c but was now 33.9c, water temperature (wt) was 26.5c and increasing. S/n (B)(6) see (B)(4). Patient temperature (pt) was 34.2c, but the device was set to rewarm from 33.5c. Rewarm was adjusted to rewarm from 34.2c. At that time the water was 10c. Explained that an hour ago the device was trying to cool the patient to 33.5c so the water was cold. The target was adjusted, but that was after the patient was exposed to 10c water. The device was now trying to get the patient to 34.5c. The patient temperature may increase by more than 0.3c this hour, but less than 0.3c another hour. It may not be exactly 0.3c every hour. The water temperature will adjust accordingly to try to rewarm the patient at 0.3c/hr. The patient had a procedure the following morning. Directed caller to the rewarm tab to show how long it should take to get the patient to 36c.